Event description:
It was reported that insulin gauge display frequently showed zero insulin. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, so no troubleshooting was completed and no additional information regarding outcome or corrective actions was obtained.